Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 150mg/dl. The customer's most current level was 39mg/dl. The customer treated with juice and soda. The customer needed paramedic to be dispatched. The customer was advised to monitor the device and call back at a later time in order to follow up on paramedic response.